Manufacturer narrative:
This is a duplicate event of MFR report # 3006630150-2018-00582.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.